Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, while deploying the valve, the balloon ruptured at -2cc volume. The valve was deployed and upon reviewing tee there was no need to post dilate. Patient was in good condition. The system was discarded on site.

Manufacturer narrative:
Corrections to section h6 codes. The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst were not able to be confirmed lack of imagery and returned device. A review of the IFU and training manuals revealed no deficiencies. While the complaint has not reported any patient info, it is possible that the patient may have some pre-existing calcium within their anatomy. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that the balloon ruptured at -2cc volume. The prescribed nominal inflation volume for a 23 mm delivery is 17 ml of fluid as described in the IFU. If the balloon burst was seen with less than the amount of fluid volume needed it is possible that some potential patient characteristic, such as calcification, may have contributed to the reported complaint event. However, due to the lack of information and applicable imagery, a definitive root cause is unable to be determined. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative actions are not required.